Event description:
It was reported that after pre-test of v-grip, web was deployed but the implant was not detached. Two webs had same issue. The procedure was complete with balloon assist coiling. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that after pre-test of v-grip, web was deployed but the implant was not detached. Two webs had same issue. The procedure was complete with balloon assist coiling. The patient was reported to be in stable condition.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -implant -introducer -dispenser hoop items not returned for evaluation: -controller the visual analysis of the returned items found the web implant to be separated from the delivery system and within the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. The delivery system was found kinked at the hypotube to connector junction. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the delivery system kink. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched. Which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The investigation of the returned web system found the implant separated from the delivery system, the delivery system kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged delivery system and heater coil windings. However, the heater coil tether and pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the delivery system and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system damage, but the damage is consistent with the device experiencing forces that exceeded the delivery system's yield strength.